Event description:
A customer reported that the pump screen was dark and wouldn't turn on. The issue did not adversely impact the customer's blood glucose level, as the customer had not been using the pump for a week. Technical support instructed the customer to connect the pump to a known working power source, which resolved the issue. Customer confirmed that the pump was fully charged, was preparing to get insulin in a cartridge, and would reconnect the continuous glucose monitor. Customer no longer required assistance and ended the call.